Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the loss of image occurred because olympus does not support hdmi video, as the output style is different. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During troubleshooting, tac (olympus technical assistance center) advised the customer troubleshooting efforts to correct the reported issue. The customer was instructed to check the digital visual interface (dvi) settings on the advance menu of the scope dvi output formats and try the three formats to see if the adapter and the third-party monitor are compatible with one of the three and this did not work with the monitor. The customer will check the third-party monitor to see what kind of input signal is compatible and will check the third-party adapter for compatibility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center (tac), that the evis exera iii video system center had no image. The reported issue occurred during preparation for use. There was no patient involvement in this event.